Event description:
Resistance was met upon removal attempts of the guidewire used for filter placement following deployment via a jugular approach. Continual exertion upon the guidewire against resistance resulted in unravelling of the guidewire and subsequent detachment of a portion of the wire near the distal tip. The pt was transferred to another facility where the portion of wire was successfully removed via a femoral approach. The filter placement was successful and no pt sequeale resulted from this event.